Event description:
Nurse was using the lift to place patient on the commode. When patient was done, the lift was raised and the patient was moved in front of the commode. The lift bar popped and patient dropped to the floor with bar hitting the patient's head. The patient complained of rib pains but no broken bones were noted. Patient was responsive, good vital signs and pupils reactive. Approximately 2 1/s hours later, the patient began vomiting and became unresponsive. Immediately transferred by ambulance. In route, approximately ten minutes away, the patient went into full arrest.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.